Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced after fourty-five months due to battery depletion. Dissatisfaction with regard to device longevity was expressed.